Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having lumbar spinal fusion due to unknown indication. It was reported that the rod inserter would not hold the rod. After adjusting the tension, it still would not hold the rod. They had to use the capped end rod inserter with difficulty as this was not a mini open case. There was no symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis :part 9010000849 : lot # kh20a388 visual and functional inspection revealed the inner shaft does not move when the locking lever is moved. The c clip that connects the adjusting mechanism to the inner shaft appears to have come out. It is possible to overload the clip when making tension adjustments while the rod is in place. It appears the c clip broke from excessive force. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.